Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was prepared and deployed without issue. A second clip was prepared per the instructions for use (IFU). The clip passed all functional testing. While steering down to the valve, extra height was required (transseptal only 3.15cm). During positioning of second clip, the physician felt the a knob was not responding. They removed steering and attempted to steer down to valve again, and still the a knob appeared to take the clip medial and posterior resulting in loss of height. The physician felt the clip was not working and wanted to exchange it. A different clip was used in replacement, and was deployed successfully, reducing mr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was prepared and deployed without issue. A second clip was prepared per the instructions for use (IFU). The clip passed all functional testing. While steering down to the valve, extra height was required (transseptal only 3.15cm). During positioning of second clip, the physician felt the a knob was not responding. They removed steering and attempted to steer down to valve again, and still the a knob appeared to take the clip medial and posterior resulting in loss of height. The physician felt the clip was not working and wanted to exchange it. A different clip was used in replacement, and was deployed successfully, reducing mr to grade 1.